Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 245 md/gl with moderate ketones to 333 mg/dl with large ketones. The customer changed the infusion site and used insulin injections to address the high bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, a system check was unable to be performed to determine a possible cause of the occlusions.